Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial # (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the pump was implanted on (B)(6) 2015 but the used by date was (B)(6) 2015. No symptoms were reported.